Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the patient didn't have any problems earlier but after the call, they had to run to the bathroom and they peed their pad. The patient called back to adjust their stimulation. Troubleshooting was perofmred. The patient was on 1.5v in program 2. The patient increased by 2 numbers on the call and they felt stimulation now. They stopped feeling stimulation today and this was noted as a sudden change in therapy/symptoms. The patient also noted they had their ups and downs yesterday but today they were feeling good. Patient confirmed stimulation was not uncomfortable. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient changed the level from 1.9 to 2.0 and had good results. The issues were resolved.